Event description:
It was reported that a er320 was used during a cholecstectomy procedure. It was reported by the affiliate that when the surgeon tried to apply the clips to the cystic duct, the clips either twisted or did not close well. He removed some until he got two that he thought were close enough. There was no consequence to the pt.